Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent the right internal jugular vein long-term tube placement surgery on (B)(6) 2024. The procedure was smooth, and the tube was checked before and after operation. The patient and family member were educated on the maintenance of the tube. The patient was discharged on (B)(6) in a stable condition. And the patient returned to the hospital regularly for hemodialysis. On (B)(6) 2024, the patient found blood seeping from the dressing of the long-term tube in the right neck at home. After discovering this condition, the patient was admitted to this department at 20:41 that night. After the patient was placed in the bed, the long-term tube in the right neck was checked, and it was found that there was a crack at the venous end and blood seeping. The patient was asked, and the tube had not been pulled or folded. In order to avoid aggravating the patient's bloodstream infection, the catheter was removed. The right jugular long-term tube replacement surgery was performed at 10 a.m. On (B)(6). Before the operation, two people checked that the tube was not damaged or expired. After the operation, the tube was properly fixed, and the patient and family member were taught the precautions for maintaining the tube again. The patient's condition was stable after the operation, and the patient was discharged from the hospital on (B)(6). There was no reported patient injury.

Event description:
According to the reporter, the patient underwent the right internal jugular vein long-term tube placement surgery on (B)(6) 2024. The procedure was smooth, and the tube was checked before and after operation. The patient and family member were educated on the m aintenance of the tube. The patient was discharged on march 9 in a stable condition. And the patient returned to the hospital regularly for hemodialysis. On (B)(6) 2024, the patient found blood seeping from the dressing of the long-term tube in the right neck at home. After discovering this condition, the patient was admitted to this department at 20:41 that night. After the patient was placed in the bed, the long-term tube in the right neck was checked, and it was found that there was a crack at the venous end and blood seeping. The patient was asked, and the tube had not been pulled or folded. In order to avoid aggravating the patient's bloodstream infection, the catheter was removed. The right jugular long-term tube replacement surgery was performed at 10 a.m. On (B)(6). Before the operation, two people checked that the tube was not damaged or expired. After the operation, the tube was properly fixed, and the patient and family member were taught the precautions for maintaining the tube again. The patient's condition was stable after the operation, and the patient was discharged from the hospital on (B)(6). The oozing blood at the venous end was below the bifurcation, venoud end. Nothing unusual was observed on the device prior to use. No other products are being utilized with the dev ice. No other defects or damages were found on the product. Flushing was done with no problem. The insertion site was treated prior to the product placement of a temporary hemodialysis tube. The remedial action performed was bandaged a grain of sand-sized hole and fixed it. The intervention required was to replace the catheter. The procedure was completed. There was a 5-7 ml blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.